Event description:
Event description guidant received information that during an attempted implantation procedure, this endocardial lead was tested with the psa and out-of-range impedances were obtained.